Manufacturer narrative:
The report states: patient was revised to address acetabular loosening. Doi: unk - dor: (B)(6) 2010 (left side). **update** (B)(6) 2010 - patient contacted depuy as a result of the asr recall to initiate a claim. Medical records were obtained. The lot number was identified. Doi: (B)(6) 2007 (left side). **update** (B)(6) 2011 - the revision operative report was received. Findings revealed cytotoxic tissue and cloudy yellow fluid in the hip joint. The femoral head was added to the complaint. (Left side) additionally it was discovered that the patient is bilateral. Doi: (B)(6) 2007 - no reported revision (right side). The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Event description:
Patient was revised to address acetabular loosening. The revision operative report was received. Findings revealed cytotoxic tissue and cloudy yellow fluid in the hip joint.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.